Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: after surgery, metal pin was found on the surgical table. The part seemed to be a piece of white part of the device. Nothing fell into pt cavity. No pt injury was reported. Disposable surgical access device.